Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a fuzzy, scrambled display screen. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: pump powers on with the display scrambled. The display functioned properly after the display screen was removed and reseated in the display flex connector. No insulin delivery defect was found.